Event description:
Resmed CPAP turned off and would not turn back on. Resmed unit lost power while on patient.

Event description:
Resmed CPAP turned off and would not turn back on. Resmed unit lost power while on patient.